Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a screwdriver was broken during a tibial plateau plate removal case. The doctor was removing the plate and screws of the proximal tibia. The 2.5 hex screwdriver from the small fragment set was used to remove a 3.5 cortex screw. Upon removal, the surgeon turned the screwdriver to remove the screw and the wooden handle broke into three pieces. Fragments were removed easily without additional intervention. Surgical delay of two (2) minutes was reported. Procedure outcome was successful. Patient status was reported as stable. Concomitant devices reported: unknown- cortex screw (part# unknown, lot# unknown, quantity#1); unknown- plate tibia (part# unknown, lot# unknown, quantity#1). This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Event description:
It was noted a back up 2.5 hex screwdriver was available and used to proceeded with the case.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient ID: (B)(6). Part 314.020, lot 2045031: manufacturing site: (B)(4). Release to warehouse date: november 21, 2002. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: visual inspection of the returned device identified a missing component and a broken handle. The handle has broken at a transverse angle at the location where it is secured to the shaft with a dowel pin. One portion of the handle remains secured to the shaft, but two (2) fragments were returned loose in the bag. Also, the holding sleeve component of the returned 314.02 small hexagonal screwdriver with holding sleeve assembly was not returned. The relevant design drawings were reviewed during this investigation. The small hexagonal screwdriver with holding sleeve [314.02(0)] is a common reusable trauma instrument, noted in multiple system technique guides including: small fragment. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. No product design issues or discrepancies were observed during this investigation. The width of the returned handle near location of breakage measured within specification. The thickness of the returned handle near location of breakage measured within specification. The design specified the handle to be manufactured from phenolic le grade linen material. Based on the age of the returned device (16+ years old) there is no indication that the handle's material properties would have contributed to it breaking. A definitive root cause for the handle breaking could not be determined based on the provided information. It is possible that cumulative wear and rough handling and repeated thermal sterilization cycles for over 16 years of service have contributed. This complaint is confirmed for a missing component and broken handle however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.